Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to infection. No additional adverse patient effects were reported. This rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to infection. No additional adverse patient effects were reported. This rv lead was explanted. Additional information indicated that the patient had exhibited endocarditis. No additional adverse patient effects were reported.